Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter pro duct ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 20-jan-2016, UDI#: (B)(6) ; product ID: 8709sc, serial/lot #: (B)(6), ubd: 20-sep-2009, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10mg/ml) and bupivacaine (31.1 mg/ml) via an implanted pump. It was reported that the catheter was not working properly. It was unknown if there was a kink or something in the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. The full device system was replaced. Following the replacement, the dose was cut by 50%. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.